Event description:
The troponin I assay reportes falsely elevated values for troponin I in samples from pt with rheumatoid factor. This possible interference is not listed in the method insert. A positive troponin I has significant repercussions related to add'l testing, including invasive exams and possible hosp stay.